Manufacturer narrative:
H10:manufacturing review: the lot met all release criteria. Device history record was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or quality control inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one electronic photo was reviewed by (B)(6) (bdpi field assurance engineer). The photo shows the extension leg and a portion of the bifurcation of a dialysis catheter. Part of the vascath logo and ¿24 cm¿ can be seen printed on the bifurcation, indicating a vascath 24 cm device. The device in the photo does not match the device alleged in the complaint report. Therefore, the photo review is inconclusive for kink/deformation in extension leg. Although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is inconclusive for kink/deformation in extension leg, as the device identified in the photo did not match the device alleged in the complaint. The definitive root cause could not be determined based upon available information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post dialysis catheter placement, when the extension leg was unclamped, the lumen remained collapsed, flat, and narrow, causing restriction of blood flow, reduction in pump speed, and reduction in clearance in the dialysis treatment. It was further reported that the patient continued to received reduced-efficiency dialysis treatments. Reportedly, the device was removed and replaced. There was no reported patient injury.

Event description:
It was reported that sometime post dialysis catheter placement, when the extension leg was unclamped, the lumen remained collapsed, flat, and narrow, causing restriction of blood flow, reduction in pump speed, and reduction in clearance in the dialysis treatment. It was further reported that the patient continued to received reduced-efficiency dialysis treatments. Reportedly, the device was removed and replaced. There was no reported patient injury.